Event description:
It was reported that during the aaa therapy to implant the excluder bifurcated endoprosthesis, the clinician converted to an aui and fem-fem crossover because pt anatomy was too small not allowing the contra gate to open properly. There was no allegation of deficiency made by the clinician.